Event description:
A peritoneal dialysis patient called fresenius technical support regarding a therm 2b alarm. The patient said she was in treatment when she received the alarm. The patient stated after receiving alarm she powered off the cycler and went to sleep and did not revert to alternate treatment or call for support. Technical support advised the patient of alarm information. The patient stated she pre-warms the bags for approximately 3 hours before beginning treatment. Technical support advised the patient that we do not recommend pre-warming the bag. The patient says she has to pre-warm the bags or else she fells they are too cold by the time she is ready to connect to the cycler. Technical support advised the patient that pre-warming the bags may be causing the therm 2b alarm. Technical support advised the patient to contact her peritoneal dialysis nurse to advise. The patient said she would do alternate treatments for the remainder of this treatment. The patient also stated she may have peritonitis. Technical support again advised patient to contact her peritoneal dialysis nurse. On (B)(6) 2012: pdrn confirmed peritonitis due to a tunnel infection/tunnel abscess, not due to cycler. On (B)(6) 2012: additional information obtained from pdrn - patient's peritonitis attributed to "unsanitary living conditions and living with 25 cats". Patient had pd catheter surgery.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in sterile or aseptic technique. Medical records for this patient have been difficult to obtain, despite multiple attempts. The patients nurse states the living conditions for this peritoneal dialysis patient are unsanitary due to coexistence of 25 cats in the same home. This patients peritonitis is unlikely due to a problem with the device.